Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of device memory confirmed that the device had reached eri status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device's shock charging circuitry resulted in the lengthened charge times that triggered eri. Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. This intermittent connection manifests during capacitor reformations or therapy charges. This report is also being filed to correct the describe event or problem.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery indicated four and a half years remaining and three months later reached explant. Eight days later at the explant procedure the device had reached end of life (eol) with a charge time of 23.5 seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed 4.5 years battery upon initial check, but declared elective replacement indicator (eri) the following month. This device was explanted. No additional adverse patient effects were reported.